Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used as a saline lock. At an unspecified time, the male adapter of an unspecified syringe was connected to the clave port of the tubing set to deliver an unspecified volume of normal saline. It was reported that "immediately upon injecting the saline", a leak of solution and an unspecified volume of blood loss were noted from a hole at the distal end of the tubing. The tubing was clamped. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received. This report represents all the information known by the reporter upon query by hospira personnel.